Event description:
It was reported that the right ventricular (rv) lead had high thresholds and intermittent capture at high outputs. It was reported that there was a suspected lead dislodgement of the rv lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.